Manufacturer narrative:
Root cause: unable to determine the cause of this complaint conclusively; however it appears from the damage type that the driver may not have been fully seated or correctly aligned within the screw when the driver process was initiated. Slippage out of the screw may have caused the distal tip damage. Explanation: complaints of this nature will be monitored and should an increase be observed of this complaint type, corrective action options will be discussed. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Surgeon inserted a perpos screw into head of driver and proceeded to screw in implant. During this the surgeon managed to disconnect the driver from the screw and then attempted to get the driver back into the head it would not engage onto head of screw. At this point the screw was only half way in. Upon examination of the device driver, the agent found that the edge of the driver had been bent into the shaft, preventing the driver sitting into the head of the screw. The surgeon was told to remove the bur with a sharp needle and having done this, was able to complete the procedure.